Event description:
(B)(4). I was perfectly healthy. Was on no medications for anything. No diseases nothing. Got essure done and my life went down hill. I ended up with unexplained pain in my abdomen and back. Having a period three times out of a month. Hair loss to top it off I have extreme bloating that I still look pregnant. Thing is I have always gotten back to normal weight.